Event description:
My tandem insulin pump almost ran out of power as a result of a software defect with their t:connect software. I was at work and had to stop everything and search at length for a power cord to charge the pump. I had to involve other employees in doing so, and this was very disruptive to our work responsibilities. This is a recurrence of an issue I experienced earlier this year. It is shocking to me that tandem allowed this problem to happen again. I rely on my insulin pump for my diabetes self management. It is essential that it remains charged at all times. My confidence in this product is badly shaken as a result of these two experiences in which I almost lost all power. This is completely unacceptable and something you as a regulator should take very seriously. It is quite possible that many people completely lost power and were not in a position to charge their insulin pumps for a significant amount of time. I always pay attention to how much charge my insulin pump has. It usually discharges over a period of four or five days. But this problem caused it to discharge very quickly and in a completely unpredictable way. So I hope the FDA will take this very seriously and communicate in strong terms to tandem that having a problem like this occur repeatedly undermines the confidence users need in a product that is essential for their health. Ref report: mw5158422.